Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: date of event: only event year is known. Procode: additional device product codes: hrs. Device available for evaluation: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in france as follows: it was reported that on an unknown date, there have been issues with broken equipment. The drill bit does not protrude from the locked aiming guide, so the screws do not lock and are drilled without a guide. The engine does not seem suitable. There is recurring screwdriver and screw head breakage. There were no forceps in the box. There is systematic breaking of the screw heads of the va hand lcp 1.5 boxes. The problem does not only come from the drilling. The screw head is very thin and breaks easily. There is systematic breakage of screw heads during screwing (all sizes from 06 to 18 in length. There are screws lost in the patient and the patient needs to be taken back. This report involves one (1) 1.5mm ti cortex scr slf-tpng with t4 stardrive recess 10mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. G1: postal code-2540. H4,h6 part #: 04.214.110, lot #: 2191p48, manufacturing site: jabil grenchen, release to warehouse date: 26, september 2022. A manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device from attachment. Visual analysis of the photo revealed an unknown small object could be observed on the x-ray, however is not possible to identify, the origin of this object. Due to cortscr ø1.5 self-tap l10 tan not being returned and as per visual inspection of the evidence provided not shows enough evidence to confirm the alleged reported conditions the broken and unable to assemble. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for cortscr ø1.5 self-tap l10 tan. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.